Manufacturer narrative:
The referenced percutaneous lead replacement performed on (B)(6) 2018 was reported on medwatch MFR report # 2916596-2018-03626. Approximate age of device ¿ 3 years and 4 months.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the vad system was producing driveline fault alarms. The patient was reported to be asymptomatic. The account communicated that an external distal percutaneous lead replacement had been performed on (B)(6) 2018 due to low speed advisories when the system was connected to a normal power module patient cable. The patient's system controller was exchanged in response to the driveline fault alarms, but the alarms did not resolve. The manufacturer's technical service representative reviewed log files submitted for different system controllers in use and observed the same phase being the cause of the driveline fault events. A conductor of this phase appeared to be fractured so if the redundant conductor of this phase fractured the pump would stop. The customer was advised that the patient use an ungrounded patient cable when connected to power module. Hospital clinicians recommended a pump exchange, however the patient was undecided on undergoing surgery. No additional information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information: it was reported that the patient received pump exchange on (B)(6) 2019.

Manufacturer narrative:
Updated manufacturer's investigation conclusion: the evaluation of the returned portions of the driveline confirmed wire damage that would have contributed to the reported driveline fault events captured in the submitted log files, as well as the low speed events captured under (B)(4). The pump was returned assembled with the driveline (dl) cut approximately 2¿ from the pump housing and a portion of distal end of the dl was returned in two segments, measuring 2" and 24". The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The sealed outflow graft, outflow graft bend relief, and outflow graft bend relief collar were also not returned. The outflow elbow was returned attached to the pump's outlet port. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of vad-16684 revealed no evidence of depositions or thrombus formations. Electrical continuity testing revealed no discontinuities in the 24" distal end segment of the driveline. The silicone jacket and clear bionate layers were unremarkable. Shield breakdown was observed adjacent to the pump housing and 1" from the distal side of the 2" driveline segment (figure 4). Visual examination of the underlying wires revealed that the green wire was completely fractured at the pump housing, exposing the inner conductors (figure 5). The observed wire damage appeared consistent with fatigue failure due to repetitive flexing. The driveline segments were then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. The test did not reveal any additional breaches. The hmii operates on a three-phase motor, where each phase is powered by two redundant wires. The pocket controller monitors the current in each redundant wire pair to detect open circuit conditions. When the pocket controller compared the current in the fractured green wire to its redundant motor phase wire, the fractured inner conductors of the wire would have resulted in driveline fault alarms. Additionally, at least one wire from each motor phase must be intact for the pump to operate. If the exposed conductors of the green wire made direct contact with the braided shield, the resulting electrical short would have caused the reported low speed events captured under (B)(4) while the system was operating on the power module.

Manufacturer narrative:
Investigation conclusion: although the report of driveline fault alarms was confirmed through the analysis of the submitted log files, a specific cause for the alarms could not be conclusively determined through this investigation. The center reported that the patient had driveline fault alarms. The patient was status post two driveline repairs, the most recent of which was done on (B)(6) 2018 (reference (B)(4). It was reported that the patient¿s controller was exchanged on (B)(6) 2018. It was later reported on (B)(6) 2018 that driveline faults were noted during the patient¿s follow up visit and the patient underwent another controller exchange; however, additional driveline faults were noted following this controller exchange. The submitted system controller log files captured several speed drops below the low speed limit along with corresponding power elevations on (B)(6) 2018 while the patient was supported by the power module. Additionally, there were several power elevations (up to 11.3 w) occurring on (B)(6) 2018 following the low speed advisory events which appeared to occur during pi events. A pump stop was captured on (B)(6) 2018 while the patient was supported by the power module. The motor stopped and driveline disconnected alarms were also triggered during this event. Driveline faults were captured throughout the log files beginning on (B)(6) 2018 and continued to occur despite multiple controller exchanges. Although the cause of the captured events could not be conclusively determined, based on previous complaint experience, the captured events appeared consistent with a potential driveline issue. As of (B)(6) 2018, a pump exchange had not been performed as the patient was undecided on undergoing surgery. It was reported that the pump and the controller would be returned if the patient chooses to have a pump exchange. The patient remains ongoing on vad support. The heartmate ii lvas IFU patient care and management section covers wear and tear to the driveline. The heartmate ii patient handbook¿s alarms and troubleshooting section provides information on all system alarms and the actions associated to resolve the alarms. A section on handling emergencies is also provided. The heartmate ii patient handbook also contains a section on caring for the driveline; however, all heartmate ii lvas drivelines have potential for wire/shield breakdown to occur dependent upon length of use and patient handling. Pump parameters, including power, are detailed in the introduction of the hmii IFU. No further information was provided. The manufacturer is closing the file on this event.